Event description:
It was reported that a user with an ilet using a dexcom g7 experienced sensor warmup completion followed by transient glucose readings and then loss of readings, with the pump displaying ¿dosing stopped¿ and ¿bg expired,¿ and later ¿dosing stops soon.¿ symptoms included a slight headache without other reported signs of distress, while a fingerstick measured 537 mg/dl and pump readings briefly indicated high glucose before readings ceased again. Outcomes included interruption of automated insulin dosing. Investigation included customer support troubleshooting and education, fingerstick confirmation, manual bg entry into the pump, and guidance to monitor for return of cgm data. Investigation of this case revealed intermittent cgm signal availability and a loss of cgm data linkage needed for automated dosing, consistent with signal loss or app availability issues affecting cgm-to-pump communication. It was concluded, based on previously established findings for similar reports, that the cause was cgm signal loss leading to suspended dosing.